Manufacturer narrative:
Pain at the insertion site is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On may 19, 2026, senseonics was made aware of a user who began experiencing intermittent pulsating pain and a "shocking" sensation at the sensor site. The symptoms were described as occurring in waves. Data from the system showed irregular usage with gaps prior to the reported event, when the user ultimately discontinued use. The user was advised to follow up with their inserting healthcare provider and underwent a clinical evaluation. During the assessment, the provider determined that the user's habit of sleeping directly on the sensor site may have contributed to the discomfort. As a result, the original sensor was removed and replaced in a different location the same day. Following the procedure, system data confirmed successful setup and active use, and the user reported full resolution of the prior symptoms, including both pain and the "shocking" sensation.